Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and indicated that there was a leak under the needle assembly and found multiple sticky actuators and degraded tubing that likely contributed to the leak. The fse replaced the tubing and the actuators for pinch valves (pv 20, pv21, and pv22) resolving the leak. The fse verified the instrument.the failure mode was attributed to actuators and tubing from pinch valves (pv20, pv21 and pv22) which required replacement. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that 20 ml of green fluid had leaked under the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat when the leak was observed. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.